Event description:
It was reported the pt presented to the ER with redness at the ipg site. The pt was seen by his physician the following day. F/u identified an infection was found at the ipg pocket site. Cultures were not taken. Surgical intervention was undertaken on (B)(6) 2014 and scs system was removed. Currently, the pt's recovering well and taking oral antibiotics as further treatment.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.